Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was noted with failure to capture due to twiddler¿s syndrome. Lead fracture was also noted. The fracture was not obvious on x-ray. Impedance values were high, out of range with no capture possible in either bipolar or unipolar. The lead was capped and replaced on (B)(6) 2020. The patient was stable.